Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer inquired via phone call if there was a way of administering a bolus without entering carbs. Customer reported of entering carbs even if she had not eaten. Customer was advised against doing this and was advised to enter zero carbs into bolus wizard if she had not eaten. Customer's blood glucose was 414 mg/dl. Customer declined troubleshooting for high blood glucose.